Event description:
A malfunction alarm with code malf 15 was reported, but no notable events occurred prior. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the malfunction code recurs, which they acknowledged and understood.